Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely after reaching elective replacement indicator (eri). A request was made to have data from this device analyzed, however the data provided is not the most recent. The older data suggests that this device has normal battery depletion, however without the most recent data, technical services is unable to verify. Updated data has been requested. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely after reaching elective replacement indicator (eri). A request was made to have data from this device analyzed, however the data provided is not the most recent. The older data suggests that this device has normal battery depletion, however without the most recent data, technical services is unable to verify. Updated data has been requested. This investigation will be updated when further information becomes available. No adverse patient effects were reported.